Event description:
It was reported that a wireless battery module for a spectrum pump "failed during setup." The customer reported that it was unk if it was in use at the time of failure. It was also reported that there were no pt issues.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.